Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient underwent a revision procedure and this product was explanted. The physician opted to not replace the lead. No further complications were reported. The lead was discarded and will not be returned.